Manufacturer narrative:
This customer reported the lid of the reader sa was not staying open by itself. Customer did not claim alleged death or serious injury. On august 10, 2004, fe performed the following repairs: inspected the hinge and found the pin that connects the lid to the lid hinge mechanism shaft was missing and replaced the part. Fe confirmed lid was working properly after repairs, holding its position mid close and without dropping. Repairs returned equipment to expected operation. No injury occurred or was reported. In a letter issued march 4, 2004, customers were informed of the issue and asked to check the lid hinge mechanism and contact customer technical support if any issues were noted. Customers were also informed that field engineers would be performing additional actions at future service calls. These actions include inspection, lubrication and repair as necessary, of any issues with the lid hinge mechanism. Complaint (B)(4).

Event description:
Lid on reader sa could slam shut if hinge assembly is broken. No death or serious injury was associated with this incident.